Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluated by MFR: no product was returned for evaluation.

Event description:
It was reported that the infusion device displayed a mechanical error message due to the patient spilling insulin into the cartridge compartment. The patient could not restart the infusion device and took herself to the hospital with elevated blood glucose levels. The blood glucose results were not provided. The patient's ketone level was 6.4. The type of treatment given to the patient was unknown. It is unknown how long the patient was in the hospital. The infusion device is not expected to be returned for product evaluation.